Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable at an unknown date. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Corrected data: the initial reporter was updated to reflect the physician who performed the surgical explant and replacement of the ipg. The patient's weight was corrected to reflect the weight at the time of surgical intervention.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.